Event description:
It was reported post-op via clinical study that the 46 yo male experienced a late hematogenous prosthetic joint infection that possibly developed from an upper respiratory infection, that spread through the blood stream. The event resulted in a two-stage revision, including a temporary spacer and antibiotic treatment followed by a second revision to a final implant. The outcome was last known as resolved on (B)(6)2021.

Manufacturer narrative:
Concomitants: serial #: (B)(4), category #: 170-36-00 - biolox delta femoral head 36mm od, +0mm, serial #: (B)(4), category #: 101-45-20 - 4.5mm drill bit 20mm, serial #: (B)(4), category #: 188-00-07 - wedge plasma s/o sz 7, serial #: (B)(4), category #: 140-36-53 - nv ehxl ntrl lnr g3 36mm.

Manufacturer narrative:
A review of the sterile certificates and/or the final endotoxins report was performed. All lots were accepted to the requirements. The reason for the reported revision due to infection cannot be conclusively determined; however, it may be related to an underlying patient condition and/or surgical procedure. Additionally, infection is a known surgical risk, as outlined in the IFU. D1: corrected. D4/d6: device, serial #, UDI #, device expiration and manufacture dates unknown. G3: manufactured dates unknown. G4: PMA 510k cannot be determined. H6: corrected health effect, medical device, component, and investigation clinical codes.